Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2024 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported that the trial was initiated on (B)(6) 2024. It was reported that the patient experienced bleeding/hemmorhage. The patient was in the hospital. The issue was still ongoing. Patient was bleeding a lot from the incision site and in a lot of discomfort. They were also drowsy. Additional information was received from the patient on (B)(6) 2024. The patient stated that they were not feeling well. They were still in the hospital due to the facial swelling after the procedure. They were in a lot of pain, and was experiencing some bleeding now.